Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose 30 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer also had 55 mg/dl reading. The customer was not using auto mode feature during the serious injury. Insulin pump will not be returning for analysis.